Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder hub filled with blood. No serious injury or medical intervention.